Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 09-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("persistent muscle pain") and dizziness ("dizziness"). At the time of the report, the pelvic pain and myalgia had not resolved and the dizziness outcome was unknown. The reporter provided no causality assessment for dizziness, myalgia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("persistent muscle pain") and dizziness ("dizziness"). At the time of the report, the pelvic pain and myalgia had not resolved and the dizziness outcome was unknown. The reporter provided no causality assessment for dizziness, myalgia and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.